Manufacturer narrative:
(B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. The investigation determined that the reported failure to advance appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The graftmaster 2.8x16mm referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a perforation in the mid-left anterior descending coronary artery. A graftmaster 2.8 x 16 mm coronary stent graft system was advanced but could not cross due to the patient anatomy. Then, a graftmaster 2.8 x 26 mm coronary graft stent system was advanced but could not cross due to the patient anatomy. The perforation was ultimately sealed with balloon tamponade. There was no clinically significant delay in the procedure. No additional information was provided.